Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with a small, frail, left ventricular cavity, the delivery catheter system (dcs) was advanced over a medtronic guidewire through the aortic arch; however, movement of the guidewire in the left ventricle was noted. Subsequently, severe hypotension occurred. An echocardiogram was performed and revealed a pericardial effusion. The effusion evolved into cardiac tamponade, caused by the left ventricular perforation due to the guidewire. An emergent pericardiocentesis was performed and approximately 1 liter of arterial blood was drained. The patient was stabilized and transferred to the intensive care unit; however, began bleeding again, and subsequently died approximately one hour later. Additional information was received which confirmed that the guidewire was not introduced into the ventricle through a catheter already positioned there, but was placed in the apex of the left ventricle using a pigtail catheter. The guidewire position was monitored throughout the procedure, and the guidewire was repositioned during the procedure. It was not twisted or torqued, but there was difficulty in positioning the wire correctly. The position of the guidewire was visually monitored using two projections to ensure stability, the position was not manipulated without fluoroscopic guidance, and no unusual resistance was felt. During the progression of the dcs into the aortic arch, the wire was moved forward towards the apex of the left ventricle. The valve was successfully implanted. Per the physician, the cause of death was ventricular failure after pericardial effusion, and both the valve and the dcs can be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated data: b5. Second paragraph added corrected data: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6)2025; product ID d-evprop23-29 (lot: 0012497854); product type: 0195-heart valves; non-implantable device product ID l-evprop23-29 (lot: 0012402712); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with a small, frail left ventricular cavity, the delivery catheter system was advanced over a medtronic guidewire through the aortic arch; however, movement of the guidewire in the left ventricle was noted. Subsequently, severe hypotension occurred. An echocardiogram was performed and revealed a pericardial effusion. The effusion evolved into cardiac tamponade, caused by the left ventricular perforation due to the guidewire. An emergent pericardiocentesis was performed and approximately 1 liter of arterial blood was drained. The patient was stabilized and transferred to the intensive care unit; however, began bleeding again, and subsequently died approximately one hour later.